Event description:
It was reported during device change out, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 34-37cm from the distal end. The silicone insulation was abraded and the sensing conductor was visible. Other internal insulations were found at 11.2-12.2cm and 21.2-22.2cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was found at 10.2-10.9cm from the distal tip. The etfe coating was abraded at the same location.